Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to boot up. The fse identified that the host computer did not display basic input/output system (bios) messages. To resolve the issue, the fse replaced the bios battery. The reported issue is related to medical device correction z-0002-2026. Currently, the system is no longer in use and has been dismantled on november 17, 2025. Hence, no further action will be taken for the bios battery. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.